Event description:
I have had a tandem t-slim insulin pump since (B)(6) 2016. Again it is malfunctioning, they are sending me a replacement that won't be here until (B)(6). The battery won't charge on this one. Let me summarize: I got the original pump in (B)(6), it had to be replaced due to a software issue in (B)(6). Now there is a battery issue with this one and again they are sending me a replacement. This is putting my life at risk, making to deal with no insulin delivery. I have asked multiple times to let me return the pump and get a refund on just the amount still owed so that I can get a more reliable insulin pump, but they refused. They only state I needed to return it within 30 days of receipt. But it took 2 weeks to switch from my old pump to the new tandem.